Manufacturer narrative:
(B)(4). Device code: phx. UDI # (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2019 -02179.

Event description:
It was reported that patient underwent reverse shoulder arthroplasty. During the procedure, the liner and the tray did not assemble with each other. A new liner was used and surgery was completed. No adverse events have been reported as a result of the malfunction.

Event description:
No additional information is available to report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Foreign: (b)(5). Complaint sample was evaluated and the reported event was confirmed; visual examination of the returned product identified etch alignment is slightly off as well as some damage on the ringloc, most likely caused during removal of the bearing. The etch marks are only a guide for assembly and the tabs on the tray and bearing only allow for the bearing to be assembled one way. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.